Event description:
It was reported that during a craniotomy procedure, the perforator was used with the midas rex motor to drill into the cranial bone. The surgeon observed that the burr did not stop rotating after completing the bone perforation.  It was also reported that no intervention was performed and the procedure was completed using the same product. It was also reported that there was no procedure delay and no patient injury. Additional information was received stating that there was no patient or staff impact and the right parietal bone of the skull was the perforated. It was also stated that the patient have relevant no bone disease or comorbidities.

Manufacturer narrative:
H3: product analysis (B)(4): no conclusion can be drawn. No evaluation was performed, as the device was disposed of after the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected information¿g tab (g1- the manufacturer address). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.